Event description:
Pt reported that she started getting high blood glucose readings and then noticed that her infusion set was filling with air bubbles by itself. She tried priming the air bubbles out, but the air bubbles came back.